Event description:
A pump replacement was reported. It was stated that per the healthcare provider the patient was in the hospital for 15days for 'workup'; was hallucinating and vomiting. Patient had last visited the doctor's office on (B)(6) 2011 for a refill when they aspirated 0.8 ml and 4.8 ml was expected. Neither a dye nor a rotor study was performed. At the time of replacement, it was determined that the connector segment was 'clogged'. The physician un-clogged the catheter segment, as they did not want to replace it with new. It was further noted that while disconnected, they were able to flush the pump connector; and then reconnect to the intrathecal segment. Two to three mls of cerebrospinal fluid (csf) was aspirated from the catheter. In regards to the patient's outcome it was noted that the patient recovered, however, it is unclear if the patient recovered with or without sequela. It was later reported that because the surgeon was not informed of the possible overdose until '10 days or so after the event', they were not sure if this event was due to an overdose. It was further noted that when the surgeon went to aspirate the catheter to clear it, he was unable to do so. He disconnected the sutureless pump connector extension from the intrathecal piece. He was then able to flush the sutureless pump connector extension; and was then able to get a free flow of csf from catheter. The physician then connected the catheter to pump. Drugs delivered via the device were lioresal and fentanyl.

Manufacturer narrative:
Final analysis of the pump indicated that the pump passed all non-destructive testing; no anomalies were found. No leaks were detected in the septum or the outlet port of the pump during lab testing. No significant anomalies noted in pump logs except for a motor stall and recovery in the log. 'The motor stall may have been more of a random transient occurrence than a mechanical failure'. The catheter was not returned for analysis.

Manufacturer narrative:
Catheter model: 8709sc, serial # (B)(4), implanted: (B)(6) 2007, explanted: unk. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.